Event description:
It is reported that the implant is insufficiently labeled, that the correlation to the appropriate side is not clear.

Manufacturer narrative:
Eval summary: no x-rays or operative notes were returned for review. Based on the available info, a definitive root cause cannot be ascertained at this time. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.